Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the set of monitors unexpectedly rebooted themselves. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.